Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the assignable cause is determined to be due to the bag becoming disconnected without falling. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 1 of 3 on the homechoice machine (hc). The home patient (hp) stated the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to use new disposables. The hp was contacted on (B)(6) 2011. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp also stated this was an isolated incident. There was patient involvement; however, there was no injury or medical intervention reported.